Manufacturer narrative:
The battery was removed and reinserted with no unexpected power loss alarm noted during our testing. The sleep current was within specifications. The insulin pump passed self test and displacement test. However, the insulin pump was received with minor scratched display window scratched case and cracked keypad at the center button.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer received a power loss alarm after battery change. Battery was not out of insulin pump for more than ten minutes.